Manufacturer narrative:
Product ID: 9733467, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon that was unable to verify the straight suction, so he switched to the curved suction. When navigating, the surgeon found inaccuracy with this suction. The medtronic representative believes that the straight suction had verified, and the surgeon had not switched instruments in the software when navigation began. The surgeon was able to use a microdebrider accurately. After this inaccuracy was observed, the surgeon completed the rest of the case without navigation. The representative tested all instruments after this case and found them to verify normally. There was no delay to the procedure noted. There was no reported impact on the patient¿s outcome.